Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR. Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008687, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008687 was manufactured according to the work instruction (wi) version 116 and manufactured in the line inset 9 on 15/aug/2024, with a total of (B)(4) units. Glue tubing DHR review: the lot 4g05950 was manufactured according to the wi version 11 manufactured in the machine igtl01, on 10/aug/2024, with a total of (B)(4). Units. The lot 4h02228 was manufactured according to the wi version 64 manufactured in the machine sc09, on 13/aug/2024, with a total of (B)(4). Units. The lot 4g05952 was manufactured according to the wi version 64 manufactured in the machine sc01, on 14/aug/2024, with a total of (B)(4). Units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two infusion set tubing detached from hub on (B)(6) 2025, which resulted in elevated blood glucose (523 mg/dl), therefore patient had received correction bolus via pump. The infusion set was in use for 24 to 48 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.